Event description:
It was reported that the esc button was very stiff and hard to press and often unresponsive. Customer stated that they were looking at the menu and when pressing the esc button, nothing happened and the button was unresponsive. Customer's blood glucose reading at the time of the call was 95 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump had an intermittent button response on the esc button due to corroded keypad traces noted. Insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.